Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
An investigation was performed on returned product; meter (B)(4) and test strips lot number 47065. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
The customer's family member reported the customer received a reading of 178 mg/dl on her precision xtra blood glucose meter and then adjusted her insulin sliding scale. The customer's family member also reported the customer felt sweaty, clammy and lost consciousness. The paramedics were called and the customer's family member reported they tested the customer's blood glucose and obtained a reading of 350 mg/dl. The customer reportedly compared the reading of 178 mg/dl received on her adc meter to the reading of 350 mg/dl obtained on the paramedics' device. According to the report, the paramedics treated the customer with an intravenous solution which was described as "IV glucose". The customer was reportedly transported to a health care facility where she kept being treated with "IV glucose" and no medical diagnosis is available. There was no report of death or permanent impairment associated with this event.